Event description:
It was reported that the healthcare professional (hcp) requested to review the atrial tachycardia response (atr) and ventricular episodes. It was confirmed intermittent cross-talk and far-field oversensing are falling into the device-programmed blanking zone. It was noted that the patient has been experiencing irregular heart rates and insufficient cardiac symptoms. It was noted a history of undersensing as well. Reprogramming options were discussed and recommended. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the healthcare professional (hcp) requested to review the atrial tachycardia response (atr) and ventricular episodes. It was confirmed intermittent cross-talk and far-field oversensing are falling into the device-programmed blanking zone. It was noted that the patient has been experiencing irregular heart rates and insufficient cardiac symptoms. It was noted a history of undersensing as well. Reprogramming options were discussed and recommended. Additional information received indicated that this patient passed out while walking. Upon review, it was noted noise and low amplitude. The noise was unable to reproduce and programming options were recommended. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.